Event description:
It was reported that the lot and expiration date on 15 bd ultra-fine¿ ii insulin syringe labels were illegible. The following information was provided by the initial reporter: "vendor lot & exp date not clear. Some boxes are deformed & torn".

Manufacturer narrative:
H6: investigation summary: customer returned several images of shelf cartons for 0.5ml, 30 gauge, 8mm syringes from lot 0167672. Multiple cartons have been crumpled and two have been torn open. Additionally, two separate printing issues are visible. One carton has its lot number, manufacturing date, and expiration date printed twice. The numbers are overlapping, producing a difficult to read blurring effect. Another two cartons have their manufacturing information printed on the same face of the box as the reference number. This has caused the lot number to be obscured by said reference number. The lot number is not easily legible as a result. A review of the device history record was completed for batch# 0167672. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications noted that did not pertain to the complaint. Based on the images received, bd was able to confirm the customer¿s indicated failure of printing defects. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the lot and expiration date on 15 bd ultra-fine¿ ii insulin syringe labels were illegible. The following information was provided by the initial reporter: "vendor lot & exp date not clear. Some boxes are deformed & torn".